Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the ambulance came and took them for hospitalization. The customer's blood glucose was 457 mg/dl at the time of incident. The customer's blood glucose was 112 mg/dl at the time of call. The customer also reported that they received no delivery alarms. The reservoir will not be returned for analysis.